Manufacturer narrative:
(B)(4). Date sent: 04/10/2020. Product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and misalignment between the cartridge channel and the anvil channel was observed when the device was closed. This condition has the potential to produce malform staples.

Manufacturer narrative:
(B)(4). Batch # t5dr79. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. However, the staple line at the distal end showed that some staples were malformed when fired on the blue height selector position. The event described could not be confirmed as the device cut as expected. Although no conclusion could be reach as to what caused the condition of malformed staples, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a semi-open colectomy, a mucous membrane and a thin membrane were not cut completely at the third firing of feea on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.